Event description:
Reportedly, the estimated residual longevity displayed on 5 april 2018 was 39 months. However, on (B)(6) 2019, the subject pacemaker was found to have reached its recommended replacement time. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Event description:
Reportedly, the estimated residual longevity displayed on (B)(6) 2018 was 39 months. However, on (B)(6) 2019, the subject pacemaker was found to have reached its recommended replacement time. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).